Event description:
It was reported that the sterile packaging of an unspecified quantity of anti-siphon anesthesia sets were damaged. The packaging appeared ¿brittle-like and falls apart when attempting to open.¿ which per the customer ¿made it impossible to preserve sterility.¿ this occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: two (2) actual devices were received for evaluation. Visual inspection was performed which identified the top web of the blister packaging were brittle (damaged). The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause is related to improper product exposure or storage conditions. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.